Event description:
According to the reporter, a leak was observed on the staple line. Dr over sewed the staple line. Delay time in surgery was 40 mins. No lose of blood. Sex: male. Procedure: lar.

Manufacturer narrative:
Initial report sent to FDA.